Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15496. It was reported that when the patient presented in the clinic for a follow up, atrial and right ventricular lead noise was observed. The atrial lead noise was reproducible with isometrics and was previously noted to keep the programming as unipolar. The atrial lead was also noted to have low, out or range, pacing impedance. The right ventricular lead noise was not reproducible with isometrics, but the physician suspected the noise was caused by electromagnetic interference. No changes were made and lead revision was discussed. The patient was stable during the follow up.

Event description:
New information received indicated that the right atrial lead was capped and replaced on (B)(6) 2019. Patient was stable.